Manufacturer narrative:
Service was not dispatched as the customer resolved the issue through troubleshooting via the telephone. (B)(4).

Event description:
The customer reported fluid leaked outside the coulter lh 750 hematology analyzer from a pin hole in pinch valve vl4b tubing. The customer was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat and did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. The customer was instructed and replaced the affected tubing to resolve the fluid leak issue. The customer reanalyzed patient samples and verified patient results were not impacted. The laboratory has an exposure control plan in place. The instrument was returned to normal operation.